Event description:
It was reported that during a femoral artery dilation procedure, the physician attempted to deploy the everflex entrust stent in the superficial femoral artery but was unable to do so due to deployment issues. The device was prepped according to the instructions for use. No resistance was encountered during delivery to the lesion, and embolic protection was not used. There were no abnormalities reported in relation to anatomy, and no damage was noted to the packaging or during removal from the hoop/tray. Another medtronic stent was used to complete the procedure. No intervention was required for removal of the device and was safely removed from the patient. The stent struts were exposed/visible on removal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned with no red safety tab mechanism and with the stent enclosed. The device was returned with sheath inside the hoop, the device was identified as 120mm by the strain relief and the enclosed stent, upon visual inspection, a kink was noted on the silver outer sheath at 6.8cm from the distal tip end of the device, the device handle was opened, the tube assembly was observed to be adhered to the gold isolation sheath, and the pull cable was attached to the thumbwheel scroll and detached from the pulley wheel and device, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.